Manufacturer narrative:
This MDR is related to MDR# :3011632150-2020-00055 and 3011632150-2020-00057. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis/occlusion is listed in the biomimics 3d instructions for use. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This MDR is related to MDR#: 3011632150-2020-00055 and 3011632150-2020-00057 there is no evidence to suggest the device caused or contributed to this event. The patient was enrolled in the (B)(6) post market observational study on (B)(6) 2017. The patient had three biomimics 3d vascular stents implanted at index procedure on (B)(6) 2017 to treat a de novo occlusion of the sfa middle third to proximal popliteal of the left leg. On the (B)(6) 2020 a restenosis of treated segment (target lesion) was identified. This was an in stent occlusion identified at 36-month follow-up. It required a percutaneous intervention but this had not taken place at the time the patient exited the study on (B)(6) 2020. It is being reported in order to take the most conservative approach. The outcome is described as continuing and the devices remain implanted.